Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving stimulation where it was needed, but the stimulation was not as effective. It was reported reprogramming was attempted, and each time the patient was receiving stimulation to the intended area, but the patient was experiencing break through pain. The patient had stopped using the stimulation for a time. It was reported the patient was to consult with the physician for the next course of action.